Event description:
It was reported that during the implant attempt, the lead pulled back slightly so the physician decided to remove and replace the lead. It was also reported there was positioning/fixation difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed; no anomalies were found. There was blood/body fluid on all conductors of the lead.